Manufacturer narrative:
Ge healthcare service reconnected display cable and re calibrated the system to resolve the issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a system malfunction preventing mechanical ventilation. There was no report of patient involvement.